Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and completed all diagnostics tests along with the performance and safety tests. The fse was unable to replicate the reported failure and found no other issues with the unit. The iabp unit was approved for clinical use and returned to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed "failed to calibrate" message, while in use on a patient. The customer subsequently reported that the fiber optic pressure would not calibrate. This issue also followed the unit that was used as a replacement until the patient's blood pressure increased and stabilized. There was no harm to the patient. No adverse event was reported.